Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found longevity not within expected limits. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of premature depletion could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.